Event description:
It was reported the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 475 mg/dl (aviva meter) and 136 mg/dl (professional meter). No adverse event reported. Return of the suspect device was requested for evaluation.